Event description:
It was reported that the patient was experiencing stimulation in the wrong location after significant weight loss. Surgery took place to revise the lead site, which addressed the issue.

Manufacturer narrative:
Surgery date was reported where it was absent before.

Event description:
Revision surgery occurred on (B)(6) 2019.